Manufacturer narrative:
Citation: schafer u. Safety and efficacy of the percutaneous transaxillary access for transcatheter aortic valve implantation using various transcatheter heart valves in 100 consecutive patients int j cardiol. 2017 apr 1;232:247-254. Doi: 10.1016/j.ijcard.2017.01.010. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding safety and efficacy of the percutaneous transaxillary access for transcatheter aortic valve implantation using various transcatheter heart valves. All data were collected from a multiple centers and were analyzed retrospectively. The study population included 100 patients (predominantly male; mean age 78 years), an unspecified number of whom were implanted with medtronic corevalve® (serial numbers not provided). Among all patients 6 deaths occurred within the 30 days post-implant; 2 deaths were attributed to refractory heart failure. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients adverse events included: stroke or transient ischemic attack (tia), paravalvular leak (pvl), valve-in-valve due to device embolization, new permanent pacemaker implant, bleeding, access site complication with additional vascular reintervention. Multiple manufacturers were noted in the literature; based on the available information, a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects were reported.